Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. (B)(4). The service engineer (se) inspected the device and confirmed the reported issue. The se replaced the flow sensor assembly and the ventilator passed all testing. A gas delivery system (gds) was returned for analysis. A visual inspection of the returned component was performed and found the data acquisition (da) board and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gds assembly revealed no evidence of damage or contamination. An investigation was performed and the product analysis technician reported that the root cause was isolated to a component (u1) on the air flow sensor board.

Event description:
It was reported that the ventilator failed the flow accuracy test. There was no patient involvement. The event date was not specified; estimate used.